Manufacturer narrative:
The resection sheath and the grasping forceps were returned for evaluation. A visual inspection noted they were attached as the grasping forceps jaws were open and in a locked position. However, both were able to become detached. The top portion of the ceramic tip at the distal end of the resection sheath was broken off leaving the remaining portion of the ceramic tip glued/attached inside the resection sheath. The ceramic tip that remains attached inside the resection sheath has a jagged edge with the height of the longest broken piece measured 11mm and lower side measured approximately 5mm. Multiple scratches were noted at the distal end of the resection sheath. The release knob, locking ring, and passage are functional. When operating the handle of the grasping forceps, the jaws would not open or close. Further troubleshooting found that the proximal end pin of the manipulation wire was detached from the wire causing the jaws to become inoperable. Based on the evaluation results and similar reported events, the most probable cause of the reported event could be attributed excessive force / mechanical overload to the device as the a20710a for lithotripsy is intended for grasping/crushing stones of limited hardness and size. The OEM conducted a review of the device history records (DHR) for the concerned lot number and revealed there were no deviations or non-conformities during the manufacturing process.

Event description:
Olympus was informed that during a cystoscopy with left incision of ureterocele, with cystolitholapaxy and an excision of penile lesion procedure, the plastic piece of the sheath broke off and fell into the patient's urethra. It was noted the jaws of the gasping forceps were unable to close and remain in a locked position, thus causing the grasping forceps to become stuck onto the sheath. The doctor was able to retrieve the plastic piece from the patient using a grasper. The procedure was completed using a different devices. 2 of 2 devices.